Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the technical support engineer to report disabling the universal surgical manipulator (usm) due to a non-recoverable error. The customer advised that despite power cycling, the system continued to error, and subsequently, the usm had to be disabled. The surgeon decided to proceed with the procedure using three usms. The customer planned to perform a hard power cycle once the procedure was completed. The technical support engineer (tse) reviewed the system logs and identified the error was isolated within the usm. The tse advised the customer that the error might recur and was instructed to call back in any further issues arose. The procedure was continued as planned with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: ports were placed prior to the issue being identified. Functionality of the system was checked upon powering on and the system initially powered on without errors. The surgeon disabled use of the arm due to the issue, however, the procedure was ultimately completed using another surgical cart. There was no injury to the patient as a result of the issue.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was installed onto a golden system where the 32056 error was triggered indicating fault on the yaw axis, replicating the reported event. The usm was then installed onto a functional test platform where all tests that were related to the reported problem passed. Problem seems to be intermittent.